Manufacturer narrative:
Exact date unknown, event occurred six months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial:(B)(4). Batch: 18339706.

Event description:
It was reported that the patients right shoulder lead was broken and showing high impedance. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients right shoulder lead was broken and showing high impedance. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a revision procedure wherein a new lead was added, and the broken lead was remained implanted. The patient was doing well postoperatively.

Event description:
It was reported that the patients right shoulder lead was broken and showing high impedance. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a revision procedure wherein a new lead was added, and the broken lead was remained implanted. The patient was doing well postoperatively. Additional information was received that the patient had one impedance out at contact 8 in port c. The patient underwent a battery swapped procedure and doing well post operatively. The explanted device was discarded by the hospital.